Manufacturer narrative:
Reference (B)(4). Investigation incomplete, waiting for return of device.

Event description:
Connection to the patient became cracked, allowing air into the system and intercranial ventricles.